Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the subject device was manufactured before measures for the design changes were taken, the operational amplifier circuit was malfunctioned and resulted in no image with scope 180. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the unit failed inspection for no image with the 180 scope due to faulty patient board set. Additionally, a worn-out video connector prompted poor connection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that a cv-190 video processor is unable to display scope images. Furthermore, the device disallows the use of older generation scopes. There was no patient involvement, no harm or user injury reported due to the event.